Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 400 mg/dl. Customer stated that she had a low blood glucose episode of 67 mg/dl while in the hospital. Customer stated that her insulin pump malfunctioned it stopped delivering the insulin and was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with missing end cap sticker.